Event description:
A complaint was received from a customer that reported lower than expected results. Also the customer reported that they are "seeking a line and dash on the left side of the display". While on the phone a review of the system was conducted. Electronic checks were attempted but an error code was displayed. Also the customer stated may have been exposed to moisture. During the evaluation a portion of the "hundreds" unit was missing segments. A request was made to return the unit for evaluation and in the meantime a replacement unit was provided.